Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective replace procedure, crosstalk was observed on the new ICD. No patient symptoms were reported. Programming changes were made preventing crosstalk from occurring. The patient was stable post-surgery.